Event description:
Reporter called but could not remember circumstances surrounding the er1 message received, only that it happened some time ago. Reporter could not complete a control solution test at this time.